Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3 ,h6, h11. A lot history record review was completed for lots 3000273089, 3000280950, and 3000280259 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hst iii system (3.8mm) cutter wasn't used, but had been auto-activated, affected operation, a new product was used.